Event description:
Healthcare professional reported "deflation with capsular contracture, baker grade IV" against right device. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner device, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior, observed void >1 mm in non-textured, valve-to shell-bond area and voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06 v8.0. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: void on valve texture side assessed as a workmanship. An opening crease sharp on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "deflation with capsular contracture, baker grade IV" against right device. The device has been explanted.